Event description:
Customer's mother stated that at 4:09 am on (B)(6) 2011, her daughter experienced blood glucose of 446 mg/dl with vomiting and moderate ketones. When the device was removed at 4:15 am she noticed the cannula was bent with blood in it. She was able to activate a new device at 4:21 am and her daughter's bg was coming down by the time of her call.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirmed the reported kink in the cannula or to determine whether some other malfunction or product condition contributed to the reported high bg. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." To treat hyperglycemia it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as proscribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately (see "diabetic ketoacidosis (dka)" later in this chapter). If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."